Manufacturer narrative:
Carefusion complaint number (B)(4). The carefusion field service representative evaluated the unit and determined the root cause to be isolated to the user interface module. The user interface module was replaced and the unit is now in working condition. The suspect user interface module was returned to the carefusion failure analysis department where it is pending evaluation. Upon completion of the evaluation a follow-up report will be submitted at that time. (B)(4).

Event description:
The customer stated that this unit does not cycle on initially and takes a few times of cycling the on/off switch for the units touchscreen display to come on. The user is using an older model user interface module. This event occurred during pre-use and there was no patient involvement.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis department evaluated the suspect faulty user interface module and was able to reproduce the reported event and isolate it to a low voltage value. This issue is being addressed through and internal investigation.